Event description:
It was reported via repair work order that the jack was stuck raised. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the jack was stuck raised. However, this was reported in error. Upon completion of the manufacturer's investigation it was determined that the actual issue was that the jack could not pump up.

Event description:
It was reported via repair work order that the jack was stuck raised. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.